Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Country: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complained of suddenly not feeling stimulation. Impedance testing was performed and found high impedances of over 40000 ohms on electrodes 2, 3, and 4. The patient was reprogrammed using non-affected electrodes and the patient felt stimulation again. It was unknown whether the issue was resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.